Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, non-sustained ventricular tachycardia episodes consistent with noise was observed. Isometric testing did not reproduce the noise. Lead fracture was also suspected. Lead was explanted and a new lead was implanted. Patient was stable.